Manufacturer narrative:
An event regarding revision due to pain involving a trident liner was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined since the devices were not returned for evaluation and insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. Further information such as return of device, pre- and post-op xrays, office notes, operative reports, patient history, histopathology report & follow-up notes are needed to investigate this event further. If devices and/or additional information become available, this investigation will be reopened.

Event description:
As reported in medwatch report # mw 5071350: loosening of acetabular cup and femoral head with resultant wear of acetabular cup and ceramic cup liner. Ongoing pain with difficulty ambulating secondary to the pain. Devices reported: prosthesis, hip, semi-constrained, metal/polymer, cemented (jdi). Stryker acetabular cup with ceramic liner and femoral head. Trident acetabular system. Not all devices were explanted.

Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
As reported in medwatch report # mw 5071350: loosening of acetabular cup and femoral head with resultant wear of acetabular cup and ceramic cup liner. Ongoing pain with difficulty ambulating secondary to the pain. Devices reported: prosthesis, hip, semi-constrained, metal/polymer, cemented (jdi). Stryker acetabular cup with ceramic liner and femoral head. Trident acetabular system. Not all devices were explanted.